Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a tavr procedure, insertion difficulty with a 14f esheath caused the wire to kink. This was not noted until after the second sheath/introducer was already damaged. There was a small tear at the tip of the introducer of the esheath. There were no patient complications. A 26mm sapien 3 ultra resilia valve was successfully implanted. The device will not be returned for evaluation.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A 3mensio was provided and did not reveal any useful information relevant to the investigation as the access vessels appears sufficiently sized with no notable calcification or tortuosity. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the introducer damaged was confirmed. The available information suggests procedural factors (guidewire) contributed to the reported event. Of note, without a smooth pathway, the introducer likely caught at the kink causing damage to the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.